Manufacturer narrative:
Reader(B)(4) has been returned and investigated. Visual inspection was performed on the returned reader and contamination was observed on the reader's display screen. Minor damage to the usb port was also observed. The reader did not powered on with button, retained test strips, or usb insertion. The reader was de-cased and an internal visual inspection was performed. Internal burn marks and damaged wires was observed. The reader was sent for further extended investigation. Additional visual inspection was performed and significant scorching was observed to the exterior of the reader. Scorching was also observed on the reader's pcba (printed circuit board assembly). A swollen battery was observed as well as burned battery wires. Again, the reader did not power on with button, strips or usb cable isertion due to the damage. A power cosumption test was unable to be performed due to the damage. The observed damage is consistent with the reader likely being exposed to microwave frequencies which caused damage to the reader's lcd (liquid crsytal display) and pcba. Therefore the issue is not confirmed to use. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that the display on their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal and external burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.